Manufacturer narrative:
(B)(4)

Event description:
It was reported during a device change-out, defibrillation threshold testing was attempted but therapy was aborted due to the lower out of range hv lead impedance. External defibrillator was used to rescue the patient. The lead was capped and replaced. The patient was discharged. No adverse consequences were detected.